Manufacturer narrative:
No product return is anticipated as complaint indicates that the product has been discarded. Unable to run complaint history check or device history review as lot number is unk. The complaint could not be confirmed and the root cause is undetermined. The incident has been added to our database and will be tracked for emerging trends. If samples are received in the future, the complaint will be reopened for further investigation.

Event description:
On (B)(6) 2013, the reporter stated that invasive arterial cannula was inserted during an operation, according to the specialist doctor who inserted the catheter in a. Radialis, this was performed without complications. The pt spent the night at postoperative unit the first night after surgery. When withdrawing the catheter the following morning, it was discovered that the distal 4cm out of the 4.5cm long catheter remained subcutaneously. An ultrasonic investigation verified the catheter. On an unk date, the pt underwent surgery to remove the catheter piece, but the surgeon was unsuccessful in removing the remaining part of the catheter.